Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was not powering on. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient reported the alleged issue began a couple of weeks ago (in the afternoon) prior to contacting lfs. The patient stated he manages his diabetes with combinations of metformin (10mg, 1 pill/1x daily), lantus (60 units, 2x daily am/pm) and humalog (60 units, sliding scale before each meal). The patient claimed he took less dose of both of his insulins at the time of the alleged issue; however he was not able to specify the amount. The patient clarified and confirmed he became lethargic, tired, sleepy, and had symptoms of frequent urination immediately after the alleged issue began. In response to the symptoms, the patient, clarified he went to see his health care provider (hcp) for assistance on (B)(6) 2011 at around 11:00am. At the time of the doctor's office visit, the patient stated he was tested by the doctor/clinic meter and obtained a reading of "386 mg/dl". Due to the reading of "386 mg/dl", the patient indicated his hcp prescribed a sample of humalog pen, which he self-administered 15 units of. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the meter was not misused, and the correct test strips were used. The alleged power issue was not resolved with training since the patient no longer had the meter. The patient stated he threw the meter away. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia and received hcp treatment after the alleged meter issue began.